Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok and down arrow keypad buttons were intermittently unresponsive and required hard presses to activate a response. The other keypad buttons were responsive and had normal spring back and click. No keypad buttons were hypersensitive or inverted. There was evidence of keypad contamination found under the keypad buttons.

Event description:
The distributor reported that the ok button did not activate desired pump functions when pressed. There was no reported patient impact associated with this complaint.